Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 65620, was returned and analyzed. Visual inspection of the balloon catheter showed that the luer was broken. Smart chip verification indicated the catheter was used for 8 injections. Dissection revealed a leak path through the catheter coaxial connector adhesive. In conclusion, the balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.